Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that both the pace and shock impedance measurements had gradually increased. Boston scientific technical services (ts) discussed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the rv lead continued to exhibit high shock impedances and commanded shock testing was performed to determine the true shock impedance value. A 41 j shock was delivered and the rv lead impedances were 90 ohms. The physician elected to continue to monitor the patient/system. No additional adverse patient effects were reported.